Event description:
A discordant advia centaur xp tsh3-ultra result was obtained for a patient sample. The patient sample was tested in the morning and the afternoon. The afternoon result was lower and did not match the previous result. It is unknown if the afternoon sample was from a different draw. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.

Manufacturer narrative:
The cause for the discordant tsh3-ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.